Manufacturer narrative:
Add'l info has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering eval.

Event description:
It was reported that "the surgeon was trying to seat the rod for the second time, he had torqued down the construct once and then took it apart to reposition the l5 screw, when he noticed the head of the s1 screw had fallen off the shaft."